Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) displayed a code 1005. Shock impedance measurements observed were greater than 125 ohms. The device remains in service. No adverse patient effects were reported.